Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had frequency symptoms at night, having to use the bathroom every two hours all night. The patient was not able to make it to the bathroom in time. The patient was "ok" during the day. The patient had urgency symptoms both during the day and at night. The patient was feeling pain. The patient had an increase in pain when swimming, doing exercises, and when laying down. The patient's symptoms began in (B)(6). Infection was noted. The patient visited her hcp (healthcare provider) on (B)(6) 2013 and she had an infection. The patient was on antibiotics for infection; nothing seemed to be helping the infection. The patient could tell when she had an infection and didn't think she currently had one. The patient wanted to change groups. Patient services helped the patient change from group 2 at 4.4 to group 1 at 3.0. The patient felt comfortable stim. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient still had concerns with her device or therapy but had sought further help. The patient had an appointment on (B)(6) 2013. It was noted that a manufacturer representative helped the patient with different settings but she still experienced frequent and urgent urination.

Manufacturer narrative:
Product ID 3093-33 lot# v916582, implanted: 2012 (B)(6); product type lead. (B)(4) .